Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with normal operating current. The insulin pump was monitor for 24 hours and passed the displacement test, self-test and passed off no power test. No unexpected low battery alarm anomalies noted. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 440 mg/dl. The patient treated via manual insulin injection. During motor error troubleshooting the insulin pump was able to rewind. However, the customer received another motor error while looking through his alarm history. The insulin pump will be returned for analysis.